Manufacturer narrative:
Concomitant medical products: 4671 lead, implanted: (B)(6) 2019; g148 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable lead system was removed due to an infection. The lead system was not replaced. No further patient complications have been reported as a result of this event.